Event description:
It was reported to boston scientific corporation that lynx suprapubic sling system was used during a sling placement procedure. According to the complainant, the patient presented with a burning sensation in the bladder the day after the procedure. The exact date of the procedure is unknown. The physician did a cystoscopy on the patient and observed an irritated spot inside the bladder, but did not observe any mesh exposure. The physician recommended removal of the sling. The patient is no longer seeing the same physician and it is unknown whether the sling has been removed since the initial procedure. The patient's current condition is also unknown.

Manufacturer narrative:
The patient's age was reported to be about (B)(6).